Event description:
Additional information received indicated the patient underwent laparoscopic rectopexy surgery on (B)(6) 2014 rather than (B)(6) 2014.

Event description:
It was reported the patient experienced bowel prolongation, constipation, and pain with defecation. The patient underwent a "laparoscopic colpopexies," resection of the rectum and bowel on (B)(6) 2014. The event had not resolved as of (B)(6) 2014. No further patient complications were reported in relation to this event.